Event description:
A hospital reported via a fisher & paykel healthcare ('fph') representative that the heater wire in 2 units of rt329 infant continuous flow breathing circuits had dislodged from the retainer clip. No pt consequence was reported.

Manufacturer narrative:
The inspiratory tube of both rt329 breathing circuits were visually examined for a dislodged heater wire. In addition, a random sampling of product was obtained from the production line for further observation and analysis. Results: the end of the heater wire is positioned inside the corrugated tube of the rt329 breathing circuit by a retainer clip. The end of the heater wire had unhooked from its retainer clip causing a small retraction of the heater wire within the inspiratory tube. There are no obvious signs of damage to the inspiratory tube. Our random sampling test indicates that the retainer clip of a proportion of breathing circuits exhibit a slight tilt. It was further found that stretching of those tubes with a tilted retainer clip can cause the heater wire to unhook from its clip and allow the heater wire a small amount of retraction. A simulation set-up to replicate or cause the heater wire to detach from the retainer clip resulted in the heater wire not heating correctly with a corresponding drop in temperature. This in turn caused the humidifier to alarm. Conclusion: product specifications allow for a slight tilt of the retainer clip by 1 corrugation of the tube as this does not affect the function of the heater wire. Our user instructions contain a warning not to "stretch" or "milk" the tube. Fph was unable to identify any manufacturing or design flaws that could have contributed to the failure as reported. It is possible however, that stretching the tube during handling can result in detachment of the heater wire from its clip. From the simulation, the respiratory humidifier will alarm to alert hospital staff. Our monitoring and trending of events involving dislodged heater wires in infant breathing circuits has a rate of occurrence of 21 ppm worldwide in the last year to november 2008.